Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I positioner universal mount failed to attach to the distractor and lock in. After multiple attempts a second kit was opened and the case was completed without additional complications. No patient harm was caused, no significant delay in case.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/22/2022. An investigation was conducted on (B)(6) 2022. Signs of clinical use and evidence of blood were observed on the device. A mechanical evaluation was conducted. The positioner was attached and locked onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The flexlink arm was able to be adjusted and positioned, and then locked into place by turning the knob clockwise with no physical or visual difficulties, with the locking lever in both the locked and unlocked positions. Based on the returned condition of the device as well as the evaluation results, the reported failure ¿mechanical issue" was not confirmed. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.